Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in impedance, noisy signals, loss of capture and appears to be fracture. The rv lead was reprogrammed to unipolar with no pacing in the rv and the physician will continue to monitor. At this time, this rv lead remains in service. No additional adverse patient effects were reported.